Event description:
Defective straight cath kit. Went to straight cath patient and no urine would come out, despite being in the correct anatomical area. I got a second kit and catheter her in the same location, but got urine this time.